Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s father reported loss of hearing sensation with the device, after a head trauma several days ago. After being pushed into the couch the user hit her head and no longer had any hearing sensation. There was no pain reported. The user has been re-implanted. According to the device explant report the implant housing was found to be slightly rocked at removal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's father reported loss of hearing sensation with the device, after a head trauma several days ago. After being pushed into the couch the user hit her head and showed no more hearing sensation. However, no pain was reported.